Event description:
Add'l info rec'd on 07/17/2003: model number: m3150a philips info center. The customer reported to philips medical systems that the system had a hard drive failure. Investigation found that the system had a hard drive failure. The customer then installed a 3rd party hard drive and incorrect software on this system. A philips' field service engineer (fse) went on site and notified the customer that this was an unsupported system configuration. The fse offered to install a supported hard drive on this system, however the customer refused. The fse helped the customer restore their purchased options by entering in the appropriate password. No further service was performed on this unit. This system had a hard drive failure. Subsequently, the hospital biomed installed a 3rd party hard drive without notifying philips, making this an unsupported system configuration. The customer then loaded an incorrect version of the software. The system needed network software, but the customer installed stand alone software. The customer was not able to load the software with their purchased options, due to the incorrect software installation. The system prompted the customer for an unauthorized password to upgrade the unit to view 16 pts instead of the default view of 6 pts. This password is never given to the customer becasue it will allow then to change their purchased options. The customer would not have been prompted for this password if the correct version of the software was used.

Event description:
Computer hard drive failure while monitoring 16 pts. OEM failure to provide timely technical support info -passwords- to resolve the problem. Extended down-time due to OEM policy to protect passwords over the pt's well-being.